Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking. Customer's blood glucose was 398 mg/dl. Reportedly, the customer removed the rubber cover to resolve the issue.